Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ("this devices caused so much damage to my insides") in an adult female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. The duration of use was 10 years. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had the devices removed). Essure was removed. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse reaction ("this devices caused so much damage to my insides") in an adult female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. The duration of use was 10 years. On an unknown date, the patient experienced adverse reaction (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had the devices removed). Essure was removed. At the time of the report, the adverse reaction outcome was unknown. The reporter considered adverse reaction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 10 years. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fibromyalgia ("fibromyalgia"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the medical device removal and fibromyalgia outcome was unknown. The reporter considered fibromyalgia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: previously reported event- adverse reaction was deleted, newly added events- fibromyalgia, medical device removal, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.